Event description:
It was reported that the patient had the artificial urinary sphincter removed due to it no longer keeping the patient dry and experienced a return of incontinence. A new artificial urinary sphincter consisting of two 4.0 cm cuffs, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.